Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity and no calcification. The 3.0 x 15 mm xience rx stent was implanted in the lesion. During retraction of the stent delivery system (sds) on the whisper es guide wire, the sds became stuck on the guide wire. Both devices were removed as a unit from the anatomy. The vessel was re-wired with a new guide wire and the procedure was completed successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The whisper es guide wire is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty to remove the guide wire was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.